Event description:
A malfunction alarm was reported, specifically a clock error identified with the malf 1 code. There was no adverse impact to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.